Event description:
Surgery was in process when a small piece of plastic from the spring arm joint cover fell onto the field of open sterile instruments. The piece did not contact the patient, no injury occurred and the surgery continued without interruption.

Manufacturer narrative:
A steris service technician inspected the device and found that the plastic spring arm joint covers were cracked and broken. All four pieces of trim and the mounting screws were replaced. An analysis of the photographs and the report from the technician shows that the covers broke, but the screw remained in place. Cracks in the joint covers occur only if either the covers receive an impact or if the screws holding the cover are over-tightened during installation. The steris service technician observed that the three operating rooms at this facility are set up with multiple surgical lights, video monitors and ems boom arms very close together, so that the lights could very likely come into contact with other pieces of equipment as the position of the lights is adjusted. The surgical lights in each operating room were inspected and no additional damaged covers were found. In-service training reiterating the necessity to avoid contact between the lights and other pieces of equipment was offered but refused by the hospital.